Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to clean the pneumatic tap area on the pump, remove the pump from its case, and guided them through the process of filling and loading a new cartridge using the proper technique. Loading a second cartridge successfully resolved the issue, allowing the caller to resume insulin delivery.